Event description:
It was reported that this integrated programmer having issue and screen keep freezing. The programmer was out of service. No patient involvement was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The device was not returned for product analysis. Although the device was not returned for analysis, boston scientific performed an investigation with all available information. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received. This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The programmer was powered on and the logfile was downloaded; data review revealed that no error codes had been recorded. The reported clinical observation of a non-responsive touchscreen was not reproduced in the laboratory setting. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received. Investigation determined that the cause of the touchscreen becoming unresponsive during use was due to the water detection feature within the programmer's lcd touchscreen assembly. The purpose of this water detection feature is to detect the presence of water on/near the programmer screen. If water is detected, this feature is designed to disable the touchscreen to prevent water droplets from causing false positive touch inputs during use. Specifically, the investigation determined that various inputs could induce false positive detections of this water detection feature, which then results in an unresponsive touchscreen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The device was not returned for product analysis. Although the device was not returned for analysis, boston scientific performed an investigation with all available information. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received.

Event description:
It was reported that this integrated programmer having issue and screen keep freezing. The programmer remains in service. No patient involvement was reported.

Event description:
It was reported that this integrated programmer having issue and screen keep freezing. The programmer remains in service. No patient involvement was reported. Additional information received from product investigation which indicated that this programmer was already out of service and returned for repair.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The device was not returned for product analysis. Although the device was not returned for analysis, boston scientific performed an investigation with all available information. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received. This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The programmer was powered on and the logfile was downloaded; data review revealed that no error codes had been recorded. The reported clinical observation of a non-responsive touchscreen was not reproduced in the laboratory setting. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received. Investigation determined that the cause of the touchscreen becoming unresponsive during use was due to the water detection feature within the programmer's lcd touchscreen assembly. The purpose of this water detection feature is to detect the presence of water on/near the programmer screen. If water is detected, this feature is designed to disable the touchscreen to prevent water droplets from causing false positive touch inputs during use. Specifically, the investigation determined that various inputs could induce false positive detections of this water detection feature, which then results in an unresponsive touchscreen. This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The programmer was powered on and the logfile was downloaded. The programmer was able to interrogate a test pulse generator device several times, confirming successful communication between the programmer and device. The ECG and pacing system analyzer (psa) functions passed all testing. Additionally, the touchscreen was tested for functionality and calibration; the programmer was unable to detect touch on any area of the display. There were two error codes noted during testing. We have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design related.